Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to oversensing. Device data was submitted to technical services for review. In the meantime, the morphology of what was likely left bundle branch block (lbbb) was able to be reproduced and a new template was saved. However, about ten days later the patient received two additional inappropriate shocks. The morphology in these episodes was very similar to the first shock and the new template. The physician programmed tachy therapy off pending further evaluation. X-rays were provided and appeared to show good placement of the system. The shocks all occurred in the primary vector, but it was noted that the other vectors were not viable for this patient. The data from the new shocks was also submitted to technical services for review. No additional adverse patient effects were reported outside of the inappropriate shock therapy. Technical services reviewed the available data and confirmed there was a change in morphology at elevated heart rates. It was recommended to perform troubleshooting in the secondary vector; however, it was noted the morphology in secondary was very similar to the morphology in primary so inappropriate therapy was still a concern. Technical services discussed performing a new screening to see if a different system placement would produce better sensing for the wide complex morphology. The field representative was to discuss the case with the physician to determine a course of action. The field representative later confirmed that the patient underwent an ablation procedure. Lbbb morphologies still occur, however only in one type. A new template for this specific morphology has been saved and no further inappropriate shocks have been reported since therapy was programmed back on. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
This report will be updated when additional information is received. This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to oversensing. Device data was submitted to technical services for review. In the meantime, the morphology of what was likely left bundle branch block (lbbb) was able to be reproduced and a new template was saved. However, about ten days later the patient received two additional inappropriate shocks. The morphology in these episodes was very similar to the first shock and the new template. The physician programmed tachy therapy off pending further evaluation. X-rays were provided and appeared to show good placement of the system. The shocks all occurred in the primary vector, but it was noted that the other vectors were not viable for this patient. The data from the new shocks was also submitted to technical services for review. No additional adverse patient effects were reported outside of the inappropriate shock therapy. Technical services reviewed the available data and confirmed there was a change in morphology at elevated heart rates. It was recommended to perform troubleshooting in the secondary vector; however, it was noted the morphology in secondary was very similar to the morphology in primary so inappropriate therapy was still a concern. Technical services discussed performing a new screening to see if a different system placement would produce better sensing for the wide complex morphology. The field representative was to discuss the case with the physician to determine a course of action.